Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had experienced hyperglycemia. The blood glucose level was 26.5 mmol/l. It was unknown whether the auto mode feature was active at the time of high blood glucose event. The troubleshooting did not take place. The insulin pump will not be returned for analysis.